Event description:
It was reported that the patient had occasional dropped heart beats or pauses with device output. The device was at elective replacement indicator (eri) with pacing mode vvi 65 and had programmed parameters for the right ventricular (rv) lead of 5 volts at 1.0 millisecond. Also, the rv lead had high thresholds and some non-captured beats seen on telemetry. It was noted that the threshold measured via the device differed by about half from the threshold that was on the analyzer. The device was explanted and replaced. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the device was returned, analyzed and the battery depletion was found to be normal and met expected longevity.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.